Manufacturer narrative:
The main component of the system. Other relevant device(s) are: pn: 9733752, ln: unk if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The returned emitter with lot number 603001301 was analyzed. The emitter was tested for over 80 hours without issue. The emitter was tracking through the entirety of testing. There were no failures found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: sn: (B)(4), ln: unk. A manufacturer representative went to the site to test the navigation system. At the time of the system checkout the navigation system powered down and started back up after the localizer fault message appeared. This temporarily resolved the issues. The port was inspected and tightened, but did not completely resolve the issue. The flat panel emitter was plugged into another navigation system at the site, and the same localizer fault message appeared. A new flat panel was ordered for the system. At the second visit/system checkout the flat panel emitter was switched out with a new flat panel emitter. A full system checkout was completed without issue. The emitter was returned for analysis. Currently under analysis at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used pre-operatively of a functional endoscopic sinus surgery (fess). It was reported that the navigation system displayed a localizer fault with the flat panel. They restarted the navigation system multiple times which resolved the issue. The clinical specialist was testing different emitters and was able to get the issue to replicate on both then noticed the em controller inputs were loose. The issue extended the surgical time by less than 1 hour. There was no impact on the patient outcome.